Event description:
We have had problems with the 1000ml tpn bags. Tpn fluid came out of the bag when the patients were getting ready to spike the container in the administration port. This has happened to two separate patients on tpn in the past week. We do not have the problem with the 2000ml bag size. The bag is baxa 1000ml eva container. (B) (4). Lot number 738176 - exp 08/12. Both patients are experienced with administration of tpn and have had no problems until we changed the size of tpn to use the 1000 ml bag size.